Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an compass nitinol tipless stone extractor broke at the handle juncture during an ureteroscopy with laser lithotripsy. The basket broke near the end of the procedure, which lasted about one hour. The doctor stated that the device was kept in a straight position at the handle and support sheath juncture. Preliminary evaluation of the returned device found the support sheath separated approximately 1mm from the tip of the male luer lock adapter (mlla). Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. There were no adverse effects to the patient reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B5: additional information received 24oct2024. Corrections: d4: model # = gpn # e4 h6: annex e and f. Investigation ¿ evaluation. As reported, an ncompass nitinol tipless stone extractor broke at the handle juncture during an ureteroscopy with laser lithotripsy. The basket broke near the end of the procedure, which lasted about one hour. The doctor stated that the device was kept in a straight position at the handle and support sheath juncture. Preliminary evaluation of the returned device found the support sheath separated approximately 1mm from the tip of the male luer lock adapter (mlla). The procedure was completed by using another same-like device. There were no adverse effects to the patient reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A functional test and visual inspection were also conducted. One ncompass nitinol tipless stone extractor was returned for investigation in opened packaging. The device was returned with the handle in closed position. The handle does not actuate basket formation. The support sheath separated approximately 1mm from tip of the male luer lock adapter. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2024 stating that the procedure was completed by using a different same type device.